Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported thin flap combined with vertical gas breakthrough in the unknown eye of the patient during refractive surgery. The surgery procedure was completed. Additional information has been requested but is not available at the time of this report. There are multiple related reports for this facility. This report addresses for unknown patient, unknown eye and other manufacturer reports will be filed.